Event description:
On (B)(6) 2013, a pt (pt) contacted our firm via email reporting having experienced an ocular event while waring advance plus contact lenses (cl). The email stated: "yesterday while trying to put them in they cut my eye!!! I literally went blind, had to get surgery which literally cost my husband (B)(4) (due to neither of us having insurance) and we are both outraged! I have had many different bran's contact lenses and not one have ever cut my eye! My husband is threatening to sue you because (B)(4) dollars doesn't come easy. We are poor and don't have the money for surgeries that wouldn't have even happened. If it wasn't for your product. I am the most displeased I've ever been with a product in my life." The precise nature of the reported injury is unk. This is being reported as worst case. Our firm has made numerous unsuccessful attempts to obtain additional medical info, the lot number and the product in question. If additional medical or product info is received, we will report within 30 days of receipt.

Manufacturer narrative:
Based on available info, no cause can be determined and no conclusions can be drawn. MDR reportable event trends area reviewed quarterly in franchise management review meetings. Device labeling for reuse. No evaluation will be performed.